Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vessel in the left arm. An 8mmx80mm mustang balloon catheter was advanced for dilation. However, when the balloon was inflated at 19 atmospheres, the balloon ruptured. The balloon was removed intact and the whole system was retrieved from the patient's body. The procedure was completed using a different device. No patient complications were reported and the patient's status was fine.